Event description:
This is a report of a customer that experienced a connection issue between the transfer set and the titanium adapter. The nurse stated that the connection seemed loose and there was gap between the transfer set and the adapater. This occurred during an unspecified process step in peritoneal dialysis therapy. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Visual inspection and functional testing(leak testing, clear passage testing, clamp function testing, torque engagement, device to device interaction testing, uv spike diameter measurement) did not identify any abnormalities that could have contributed to the reported condition. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.